Event description:
Reportedly, the subject (B)(4) was implanted on (B)(6) 2019. On this date, automatic sonr av and vv delays optimization was activated and the av delays during rest and exercise were programmed to 80ms and 40ms, respectively. During a follow-up performed on (B)(6) 2019, a short av delay was observed (qrs complex overlapping the p wave), coming from the automatic optimization. According to the physician, such a short av delay could result in a too early depolarization of the ventricles with respect to the atria and the mitral valve closure and result in mitral insufficiency. At the end of this follow-up, the automatic sonr optimization was deactivated, and the av delays during rest and exercise were manually programmed to 170ms and 100ms, respectively. No eco optimization has been performed on this patient.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6)2019 . On this date, automatic sonr av and vv delays optimization was activated and the av delays during rest and exercise were programmed to 80ms and 40ms, respectively. During a follow-up performed on(B)(6)2019 , a short av delay was observed (qrs complex overlapping the p wave), coming from the automatic optimization. According to the physician, such a short av delay could result in a too early depolarization of the ventricles with respect to the atria and the mitral valve closure and result in mitral insufficiency. At the end of this follow-up, the automatic sonr optimization was deactivated, and the av delays during rest and exercise were manually programmed to 170ms and 100ms, respectively. No eco optimization has been performed on this patient.

Manufacturer narrative:
Preliminary analysis revealed that the optimization of the av delays was properly performed and that all the programmed av delays remain within the physiological range. The device functioning was as specified.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2019. On this date, automatic sonr av and vv delays optimization was activated and the av delays during rest and exercise were programmed to 80 ms and 40 ms, respectively. During a follow-up performed on (B)(6) 2019, a short av delay was observed (qrs complex overlapping the p wave), coming from the automatic optimization. According to the physician, such a short av delay could result in a too early depolarization of the ventricles with respect to the atria and the mitral valve closure and result in mitral insufficiency. At the end of this follow-up, the automatic sonr optimization was deactivated, and the av delays during rest and exercise were manually programmed to 170 ms and 100 ms, respectively. No eco optimization has been performed on this patient.